Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon detached. Block h10: investigation result: the returned hurricane rx dilatation balloon was analyzed and a visual and microscopic examination found that the catheter was bent and detached, the balloon portion of the device was not returned. With all the available information, boston scientific concludes the reported event of balloon detached was confirmed. The catheter was found detached and bent, is likely to have occurred due to the manner the device was handled and manipulated, it may have caused the reported and encountered problem. Excessive manipulation of the device without enough care could have induced the defect found. If the material being subjected to a stress force that exceeded its structural limits, leading to material breakage and detachment. The detachment in the device was caused by a mechanical failure resulting from the material being exposed to a force or load beyond its designed capacity. This stress overload caused the material to fracture and detach, leading to the observed detachment in the device. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon detached from the catheter. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon detached from the catheter. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of balloon detached.